Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 20087106. D.4. Medical device expiration date: 8/26/2023. H.4. Device manufacture date: 8/26/2020. D.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 1/22/2021. H.6. Investigation: two used primary set, model 2420-0007, was received by the customer for investigation. The first set was visually inspected, and it was noted that a piece of tape was applied to the silicon segment of the tubing. A bd extension set was also attached to the primary set. No defects were visually observed. The sample was primed with a blue dye solution and a leak could clearly be seen at the upper part of the silicon tubing segment. The second returned primary set was examined and a tear where the silicon tubing segment connects with the upper fitment was identified. The customer's complaint that two sets of tubing had leaks was verified. A device history record review for model 2420-0007 lot number 20087106 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Visual inspection under magnification was performed on the tubing of the first set and a tear was observed in the silicon pumping segment where it connects with the upper fitment. The root cause of the tear cannot be determined. However, we encourage the customer to load the pumping segment top first before the bottom, as doing the opposite is a known cause of this failure. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of leakage with lot #20087106 regarding item #2420-0007.

Event description:
It was reported that 2 gem v/nv 20d 1cv 2ss dehp free experienced leakage. The following information was provided by the initial reporter: material #: 2420-0007 batch/ lot #: unknown. I have 2 main IV lines that also leaked. We have to sets of tubing (that I have saved) that had leaks. Ref # 2420-0007.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 2 gem v/nv 20d 1cv 2ss dehp free experienced leakage. The following information was provided by the initial reporter: material #: 2420-0007 batch/ lot #: unknown I have 2 main IV lines that also leaked. We have to sets of tubing (that I have saved) that had leaks. Ref # 2420-0007.